Manufacturer narrative:
During inspection and testing, the e04 error code was found to be caused by a defective manifold. In addition, service confirmed that the insufflation was slow. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that prior to starting an unspecified therapeutic procedure, the insufflation of the subject device was slow. The device was not used for the intended procedure. There was no delay to the procedure, as another insufflator was used to proceed with the procedure. An olympus field service engineer inspected and tested the subject device per inspection standards and no fault was found with the device. The device was then returned to an olympus service center for further evaluation. Upon inspection and testing of the returned device, error code e04 (irregularity with offset data) was observed. This report is being submitted for the malfunction found during the device evaluation (error code e04).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective manifold could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient harm.